Event description:
It was reported that the patient needed the superion implant removed in order to undergo a direct decompression procedure due to discomfort. The patient underwent an explant procedure to remove the implant. The device will not be returned as it was retained by the hospital.